Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a scheduled follow-up, an excessive drop in battery voltage and longevity was observed between (B)(6). Review of the charging histogram and battery current curve revealed the battery current was stable between (B)(6), but normal device behavior could not explain the drop in battery voltage. Device replacement or continued monitored was recommended. The patient was stable before, during, and after the device interrogation and will continue to be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
The device was explanted and replaced on (B)(6) 2017.